Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The x-ray was taken on (B)(6) 2018 and shown to the sales consultant on (B)(6) 2018. The lag screw had collapsed into the nail. This is an intended design of the tfna, however the surgeon has the option to lack the lag screw in a rigid construct which he did. His intention was to hold the reduction in a static position; instead the lag screw collapsed into the nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional patient identifier: (B)(6). Date of report, date rec'd by MFR : date reported in initial medwatch was 10/18/2018. Correct date should have been 10/17/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2018. Surgeon opted to use the static method and locked the lag screw, creating a rigid construct. Surgery was completed successfully. X-ray taken on (B)(6) 2018 revealed the lag screw had migrated into the nail. The devices remain implanted, no revision procedure is planned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. Product was not returned.  Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, during a trochanteric fixation nail advanced (tfna) hip surgery, the surgeon presented an x-ray image on (B)(6) 2018, that showed, that the lag screw had collapsed into the nail. This is an intended design of the tfna, however, the surgeon has the option to lack the lag screw in a rigid construct, this was the procedure that was applied. The intention was to hold the reduction in a static position, however, the lag screw collapsed into the nail and it remained in the patient. Patient status is unknown. There was no surgical delay. Procedure was completed successfully. This report is for one (1) 12mm/130 deg ti cann tfna 380mm. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.